Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that she was unable to code her fasttake meter. The patient reported that the alleged issue first occurred in the morning of ten days earlier. She took an increased dose of her oral medication (took extra glyburide in the afternoon) and later felt nauseated. She did not receive/require any medical intervention. At the time of troubleshooting, the patient was walked through setting up the code and the issue was resolved. This complaint is reported because the patient alleged that she was not able to code the meter and experienced nausea after taking an increased dosage of her oral medication. The reported issue was resolved with troubleshooting. Replacement products were sent to the lay user/patient.